Event description:
Reporter alleged the lancet plunger that is part of the softclix device kit system used in finger-stick blood glucose testing does not work. The MFR eval dept determined the lancet needle from the system device sticks out of the dial cap after firing and does not retract. The location of the alleged incident was not provided. As a result, no actions or treatment received as a result. A request was made for the return of the suspect device and replacement product was sent. Softclix device kit system: catalog # 957.

Manufacturer narrative:
The suspect product is the softclix lancet.